Event description:
Reporter indicated a vns patient had high lead impedance during vns generator replacement surgery on (B)(6) 2011. The old generator was unable to interrogated prior to the surgery. When the new generator was connected to the resident lead high lead impedance was obtained. The surgeon elected not to do a lead revision at the time, and the new generator and resident lead remain in the patient. The patient had no trauma and does not manipulate the vns. X-rays were reviewed by the manufacturer. No obvious lead fractures were visualized in the available views, but the entire electrode area was not visualized. The lead pin was fully inserted into the generator cavity. As a lead pin issue has been ruled out, a lead fracture is suspected. The vns is currently programmed on at low settings; the reporter was advised to disable the vns due to the high lead impedance. Vns generator and lead revision surgery is planned.

Event description:
Reporter indicated the patient had vns lead and generator replacement performed. During the surgery, it was observed there was a break in the lead at the bifurcation, "with one of the smaller wires not attached". The explanted lead and generator were returned for analysis. Analysis of the generator did not identify any anomalies and the generator performed per specifications. Analysis of the lead is still pending.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Analysis of the vns lead was completed. A break was identified in the positive and the negative lead coil. Scanning electron microscopy images of the broken coils ends show that pitting or electro-etching conditions have occurred at the break locations. However, due to metal dissolution, mechanical distortion (smoothed surfaces) and/or surface contamination the fracture mechanism cannot be determined. Note that since the electrode array portion was not returned for analysis an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no additional anomalies were identified within the returned lead portions.